Event description:
Customer reported "unit b (B) (4) saturations were likely appropriate but hr 54 consistently 54 on vigorous infant. Ongoing history of equipment malfunctions with rad 57- rad 87." No known impact or consequence to patient.

Manufacturer narrative:
The customer facility name and contact information were not available. The device was not returned to allow analysis to be performed. If new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).